Event description:
It was reported that a user applied a new libre 3 plus sensor used with the ilet bionic pancreas and received a sensor error notification, with signal loss to the ilet. Symptoms included no reported clinical effects. Outcomes included no change in clinical status and no hospitalization. Investigation included user education and troubleshooting. Investigation of this case revealed that new sensors can require an extended warmup period before reestablishing performance. It was concluded that, based on previously established findings for similar reports, the device functioned as designed after education on expected warmup behavior and signal acquisition.